Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of solution administration sets leaked from an unspecified location. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing under water was performed with no issues noted. The functionality of the luer lock connector was tested with no issues noted. The device was found to operate per specification. Sixty-two (62) companion samples were received. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. The same functional testing as performed on the actual device was performed on five (5) random samples from the lot. The companion samples were found to operate per specification. The reported condition was not verified for either the actual sample or the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.